Event description:
It was reported that during a laparoscopic cholecystectomy surgeon was deploying the endopouch pro46 and one of the support arms broke off inside the patient. Support arms were removed using graspers. There were no consequences to the patient reported. The product is being held for evaluation by the risk management department at the hospital.